Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges that "experiencing light headedness and dizzy. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. A device was returned to the manufacturer for evaluation to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device, the manufacturer visually inspected the device and no found evidence of foam degradation. During the evaluation, dust/dirt contamination inconsistent with degraded sound abatement foam was observed throughout device enclosure, and airpath, suggesting a source external to the device. There is evidence of liquid ingress on the blower and blower box and slight black contamination at the blower seal of the blower box is consistent with the keratin contamination observed. In addition to the above findings, the recommended action is to replace the power cord adaptor (pca). At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
In box h: (device) problem code grid, patient outcome code, evaluation results code grid, conclusion code grid has been updated.